Manufacturer narrative:
Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due colon ischemia. The device will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported event could not be determined. It was reported that an autopsy was not performed and the device would not be returned for evaluation. The hm3 IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An abdominal CT revealed a picture of ischemia with commencing gangrene of the cecum, the ascending colon, and the transverse colon with consecutive colic. An emergency laparotomy was performed. Exploration showed ischemia with gangrene of the entire small and large intestine, so that a resection was not feasible. Further surgical intervention was waived.